Manufacturer narrative:
H10. Additional manufacturer narrative: updated sections.

Event description:
It was reported a patient initially implanted with an 30mm ring for 6 years, 3 months, underwent a valve in ring procedure due to severe mitral regurgitation, prolapsed p2 and left atrial enlargement. The patient presented with acute on chronic systolic heart failure and ischemic cardiomyopathy. A 26mm replacement valve was implanted in the patient. At the completion of the procedure echo showed well placed, well functioning valve with no perivalvular leak. The patient was discharged post operative day 5 to home health in stable condition.

Manufacturer narrative:
There may be cases where a transcatheter valve is placed through a previously placed annuloplasty ring for recurrent regurgitation and/or stenosis. Annuloplasty rings are an adjunct to the valve repair and recurrent regurgitation and/or stenosis occurs as a result of progression of disease and is not related to a device malfunction. The device will not be returned to edwards for evaluation. The device remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with an 30mm mitral ring for 6 years, 3 months, underwent a valve in ring procedure for unknown reasons. A 26mm replacement valve was implanted in the patient. The patient is reported to have been discharged post procedure.